Event description:
Intera oncology received a report that on (B)(6) 2025 , a nurse removed 27ml (7ml expected) of alk glycerin during the second refill done by a nurse from a home health care service. The medical oncologist mentioned the patient had "an angiogram and all was well. We have refilled his pump and things are good." No additional information was provided.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28190399, was reviewed. The pump was manufactured on january 29, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the medical oncologist mentioned the patient had "an angiogram and all was well." The clinic refilled the patient's pump and "things are good." The clinic will continue to monitor the pump as usual. The clinic has not cleared the patient to have resume refills with the home health care service. The device remains implanted and in use with the patient. A root cause is not able to be concluded. However, bolus path occlusion is a known adverse event listed on the intera 3000 pump IFU.